Manufacturer narrative:
The lot history record for cal-ds01b lot#j03004 has been reviewed and there were no non-conformance issues which could have contributed to this complaint. The sterilization records show sterile results for batch sterilization using eto during the manufacturing process. The implant was not returned for investigation. Additionally, the hospital and surgeon state that the granulomas were likely the result of the glue that was placed over the site during closing of the initial surgery. The explantation surgery was completed successfully per hospital and rep. As indicated in the product labeling, desara blue IFU #10-139-03 adverse reactions and warnings sections: "potential for infection, inflammation, adhesions, fistula formation and mesh extrusion or erosion". "As with all foreign bodies, desara® and desara® blue implants may potentiate an existing infection". "This product must not be utilized in patients with known allergies to polypropylene". Based upon the details presented, it is not clear if the adverse event occurred as a result of patient medical history, surigical technique, or device malfunction. However, as stated by the surgeon and facility, likely root cause is a reaction to the glue used at closure during surgery. Although there are known risks associated with the use of caldera medical's mesh products, these risks are noted in the warnings/adverse reaction section of each product's instructions for use (IFU). When used as intended and per the product IFU, the benefit to the patient for the intended use outweighs these risks.

Event description:
Sales rep. States surgeon reported having to explant desara blue implant (cal-ds01) due to development of granulomas at the site of insertion. Per hospital staff, it does not appear that he has had this occurrence prior to this incident when performing these sling procedures. Hospital later followed up with the rep to let him know that the surgery went well and that the surgeon feels that the granulomas were caused by the glue placed over the site at the time of closure during the initial surgery (implantation).